Manufacturer narrative:
There was no further information provided by the customer for donors. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s (B)(6) ag/ab combo results on multiple donor specimens which confirmed negative by western blot testing. The results provided were: (B)(6). The alinity s processing module not in test of record before jan2021. Those data provided jul2020 through dec2020 for validation on alinity s processing module. There was no reported impact to patient management.

Manufacturer narrative:
Section b5 was updated to remove the statement ¿the alinity s processing module not in test of record before (B)(6) 2021. Those data provided (B)(6) 2020 for validation on alinity s processing module.¿ and add a clarification to indicate that the customer only provided a summary of results and did not provide any individual patient results. Section g1 contact information was updated to reflect the current contact (B)(6).

Event description:
The customer observed false repeat reactive alinity hiv ag/ab combo results on multiple donor specimens which confirmed negative by confirmatory testing. The customer provided the following summary of repeat reactive and confirmatory results across several months/reagent lots. No individual patient results were provided. (B)(6) 2021 repeat reactive=15 / wb testing negative=15. (B)(6) 2021 repeat reactive=15 / wb testing negative =12. (B)(6) 2021 repeat reactive=24 / wb testing negative =19. (B)(6) 2021 repeat reactive=7 / wb testing negative =7. (B)(6) 2021 repeat reactive=12 / no data provided. (B)(6) 2021 repeat reactive=11 / no data provided. No impact to patient management was reported.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab combo results on multiple donor specimens which confirmed negative by western blot testing. The results provided were: (B)(6) 2021 ,repeat reactive=15 / wb testing negative=15. (B)(6) 2021 , repeat reactive=15 / wb testing negative =12. (B)(6) 2021 ,repeat reactive=24 / wb testing negative =19. (B)(6) 2021 , repeat reactive=7 / wb testing negative =7 (B)(6) 2021 ,repeat reactive=12 / no data provided. (B)(6) 2021 , repeat reactive=11 / no data provided. The alinity s processing module not in test of record before jan2021. Those data provided jul2020 through dec2020 for validation on alinity s processing module. There was no reported impact to patient management.

Manufacturer narrative:
This submission being send for additional information provided on 25aug2021; section d10: new concomitant product: was updated to include alnty s processing modu, 06p16-01; serial number:(B)(6) and (B)(6).

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s hiv ag/ab combo reagent, ln 6p01-60, lot number 18051be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The customer data review for alinity s hiv ag/ab combo, lot number 18051be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at innovative blood resources (ibr), us whole blood (wb) peer sites and across all us customer sites. The specificity and reactive rate performance of lot 18051be00 at ibr is comparable to the performance at peer sites and within product requirements. Further, the overall irr, rrr and specificity of lots 18051be00 across all us customer sites are within product requirements and accordant to the performance of all lots of the same assay evaluated in the comparison (irr: 0. 022 to 0.057%; rrr: 0. 000 to 0.047%; specificity: 99. 953 to 100.000%). A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s hiv ag/ab combo reagent, lot number 18051be00.